Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device stopped cooling automatically after 30 minutes. Per review of wo on 11sep2025, no harm to the patient.

Event description:
It was reported that the arctic sun device stopped cooling automatically after 30 minutes. Per review of wo on 11sep2025, no harm to the patient. Per follow up information received via mail on 15sep2025, they were waiting info from service partner. Action will be register in sm.

Manufacturer narrative:
Bd has determined that this issue was confirmed as improper operation of the device by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for this reported event is improper operation of the device. Per review of wo on 11sep2025, no harm to the patient. Per follow up information received via mail on 15sep2025, they were waiting info from service partner. Action will be register in sm. This reported event was determined to be cause by the hospital staff per wo and have been instructed on the correct use of the device. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initiate normothermia (control patient & rewarm patient) normothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the control patient window in the normothermia therapy screen. The control patient window displays the patient target temperature and the duration since the initiation of normothermia therapy. To initiate normothermia therapy: 1) from the patient therapy selection screen, press the normothermia button to display the normothermia therapy screen. 2) the default patient target temperature will display in the control patient window. 3) to modify the patient target temperature, press the adjust button to display the control patient-adjust window. 4) control patient to: use the up and down arrows to set the desired patient target temperature to control the patient. 5) rewarm at a rate of: use the up and down arrows on the right of the screen to set the rewarming rate. 6) press the save button to save the new settings and close the control patient-adjust window 7) press start, in the control patient window to initiate therapy. You will hear a tone and then a voice stating ¿therapy started¿. Additionally, the control patient window and the arctic sun¿ temperature management system icon will blink, indicating that therapy is in progress. Initiate hypothermia (cool patient and rewarm patient) hypothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the cool patient and rewarm patient windows in the hypothermia therapy screen. The cool patient window displays the cooling phase patient target temperature and the length of time remaining in the cooling phase of the hypothermia therapy. The rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 1. Cool patient settings ¿ the default patient target temperature and duration will display in the cool patient window. ¿ to modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. ¿ cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient correction: f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.